Event description:
A malfunction was reported on the customer's pump, indicating a "high" value for the customer's blood glucose, which exceeded 500 mg/dl. The customer managed their condition using multiple daily injections (mdi) and did not require third-party assistance. Technical support resolved the issue by sending a replacement pump with updated software, provided instructions for the return of the malfunctioning pump, and instructed the customer on how to program and connect their devices to the new pump.